Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider. The patient¿s past medical history included hyperthyroidism, bladder spasms, fibromyalgia, cardiac disease with a pacemaker, vasovagagal syndrome, urge incontinence, and a cerebrovascular accident. She had allergies to neurontin anticonvulsants, trileptal anticonvulsants, and sulfa drugs. Her medication history included estrace, premarin, norco, ibuprofen, senokot, xanax xr, amitriptyline hcl, florical, topamax, detrol la, metoprolol tartrate, calcium-magnesium-zinc, mestinon, lasix, dilaudid intrathecal, coumadin, cymbalta, levothyroxine sodium, promethazine hcl, seroquel, a multivitamin, vitamin d, buffered aspirin, macrodantin, ditropan xl, naprosyn, calcitriol, tylenol, and protonix. The patient¿s problems included urge incontinence, urinary urgency, urinary tract infection, pelvic pain, and stress incontinence. The patient saw her healthcare provider on (B)(6) 2016 to follow up on interstim. She presented for evaluation of urinary incontinence with a type described as stress and urge. The onset of urinary incontinence was gradual and had been occurring in an intermittent pattern. The course had been increasing and urinary incontinence occurred both day and night. The symptoms were aggravated by coughing, lifting heavy objects, sneezing, and straining. The urge to urinate was present. After getting the settings turned down, she was having urinary leakage. She was generally feeling well but had stress incontinence and urgency. On a scale of 1-5, her urgency was a 4 and she was changing her pad three to four times a day. She changed to c4, programmed to 3 negative, 0 positive, and turned it up to 8.0. Her lead was compromised and she needed a lead replacement. The patient saw her healthcare provider on (B)(6) 2016 for pre-surgical screening for an interstim procedure on (B)(6) 2016. She was generally feeling well but presented with the complaint of urinary urgency and incontinence. The onset of urinary urgency had been gradual and had been occurring in a persistent pattern. The course had been increasing and urinary urgency was described as severe. On a scale of 1-5, her urgency was a 5 and she changed her pad every time she went to the bathroom. Pertinent medical history included a clotting disorder. She was on coumadin due to transient ischemic attacks. Pertinent social history included aspirin use. Plans for the patient included a prothrombin time test and an activated partial thromboplastin time test. The patient was educated on urinary tract infections in women.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0et04, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's sacral nerve stimulator device had failed as they were dissatisfied with the efficacy and they had a lead revision by their physician. It was noted the battery was close to end of life. The implantable neurostimulator (ins) had been moved to a lower location on (B)(6) 2016. The rep later reported the cause of the failure was not known, they were not aware of any specific symptoms related to the complaint, the hcp had performed a full explant/implant procedure and they were not aware of any troubleshooting or diagnostics having been performed. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.